Event description:
Additional information received reported that the customer believed they broke the coil early in the wrong place. It was clarified that the pushwire broke, but the customer said they bent it. No attempts had been made to detach the coil, and the coil was removed from the patient and replaced with another coil.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a concerto coil detached prematurely. The patient was being treated for an unspecified bleed. Blood flow and vessel tortuosity were normal. It was reported that all devices were prepared according to the instructions for use. It was noted that the coil detached near the hypotube break point. Once broken, the coil could not be pulled back with the filament so it was implanted. It was noted that continuous catheter flush was administered during the procedure. No friction or other difficulty occurred during testing or delivery of the coil. The physician had not attempted to reposition the coil but the delivery pusher was rotated during the procedure. There pushwire was not bent or proken. There was no injury to the patient.

Manufacturer narrative:
Product analysis findings: the concerto pusher actuator interface (ai) was found intact. The concerto pusher was found broken distal to the hypotube break indicator (hbi) at 3.8cm from the proximal end with the release wire pulled for 0.5cm. The concert pusher coupler tube to proximal end of pusher tack welds were found broken. The concerto release wire coin was found against the lumen stop and the implant coil was found still attached to pusher. The concerto implant coil was found stretched with the polypropylene filament intact. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s reports of ¿coil separation/break¿ and ¿premature detachment¿ could not be confirmed. Although the implant coil was found damaged (stretched) the implant coil was found still attached to the pusher. Regarding the customer¿s report of ¿pusher kink/broke¿ the issue was confirmed as the coupler tube to pusher welds were found broken. However, the cause for the break could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.